Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards and connectors were reseated during the service call. The system software and calibrations were also reloaded as part of the service event. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited an error. Further information determined that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.